Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia in the high 300s to low 400s after initiation of therapy, leading to ems involvement and subsequent hospital admission, with ems stating the pump was not delivering insulin despite an apparently depleting cartridge; the event was associated with inability to troubleshoot in the home and resulted in discontinuation of the device and transition back to subcutaneous insulin injections. Symptoms included dizziness and nausea. Outcomes included hospitalization, recovery, and discontinuation of the device. Investigation included complaint handling, review of use and training information, and troubleshooting and education with the clinical contact. Investigation of this case revealed no device alerts or alarms reported and no definitive cause identified. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.